Event description:
The patient reported pain while breathing and lead migration. The hcp reported the patient fell on the implant site two days after the device system was implanted. The patient experienced pain while exhaling and difficulty inhaling deeply; increased thoracic pain. Xrays taken of the thoracic revealed the lead had dislodged during the fall. The patient was scheduled for revision surgery. No signs of physical irritation or infections detected. The patient recovered without sequela. Refer to medwatch report #6000153-2007-03205.